Manufacturer narrative:
The investigation of the product found the distal loop is broken from one side of the housing's shaft. Additionally, the insulation at the proximal end has black residue and the shaft is bent. A complaint review for similar articles for the timeframe 20-jul-2020 - 23-sep-2022 was performed. Similar complaints could be found. In one of these cases, an additional medical intervention was necessary. Consequently, it is required to a report to FDA.

Event description:
The manufacturer's complaint reference number for this case is (B)(4). According to the information received a bipolar electrode broke during the procedure. It was reported that there was no injury to patient, user or third due to this malfunction. All parts were retrieved, and the procedure was completed with another loop.

Manufacturer narrative:
Follow up dates from 11/9/2022 - 12/14/2022 went unanswered by rep/facility for exchange approval. The product was sent to kst/MFR. To complete evaluation on 01/03/2023. On 01/17/2023 received email from kst/MFR. Stating that the product had not been received and "apparent cause, based on the customer's description, is a mechanical overload due to excessive force. Kst/MFR. Approved a credit note on 04/17/2023 stating " warranty claim for the returned article is justified. Replacement article sent to facility on 05/04/2023.